Manufacturer narrative:
The reported complaint of the platform does not power up was not confirmed based on the archive review and during functional testing. Following service, including replacement of both load cells, the platform passed all testing criteria. Visual inspection was performed and no physical damage was noticed. A review of the archive was performed and the reported complaint was not confirmed. However, the archive data shows that ua7 (discrepancy between load 1 and load 2 too large) occurred on the reported event date; unrelated to the reported complaint. Initial functional testing could not be performed due to user advisory 7 displayed upon powered on the platform. The fault was found to be due to the defective load cells, unrelated to the reported complaint. However, the reported complaint could not be reproduced. Device history record (DHR) was reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4) reported on ccr19109 on 3/3/2015. It was identified that this was caused by the motor controller board not functioning properly.

Event description:
Autopulse platform (sn: (B)(4)) does not power up. Customer tried changing the battery; however, the unit was not functional. No further information was provided.